Event description:
During a low anterior resection procedure, the device was used on the rectal stump to transect the tissue. It appeared the device fired correctly, but upon further inspection, the staples did not form and subsequently came out of the issue. The case was completed by hand suturing. No pt consequence.